Event description:
Red pressure indicator level (peep) overshot pressure range. A "pop" was heard, vent then shut itself off. Patient desaturated, then quickly responded to masked bag ventilation. Patient put on new unit, no further problems.